Event description:
It was reported that the device displayed a capacitor charge time limit reached with a date prior to the implant date, and it triggered the patient notifier. Further review of the session record showed the device had timed out while charging and after diagnostics were cleared. Subsequently, the next time the device was checked, it automatically loaded the manufacturing date as the timeout date. Capacitor maintenance was performed with normal charge time. Patient will be monitored until battery is fully depleted. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.